Event description:
A customer contacted beckman coulter inc. (Bci) and stated the lh 750 slidemaker instrument was leaking blood (approximately 20ml) into the right bottom tray. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.

Manufacturer narrative:
The customer was wearing gown, gloves, and goggles. The customer discontinued use of this instrument. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse indicated the fitting on luer lock for rinse block had broken loose. The leak was cleaned and the luer fitting was replaced. Repair was verified and unit is operational. Root cause for the leak was associated with a damaged rinse block luer fitting.